Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was 332 mg/dl at the time of the incident. The customer was assisted with the troubleshooting and the insulin pump passed the test functions. The reservoir will be returned for analysis.